Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, four (4) months due to mitral stenosis. The tmvr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was noted to be doing great and the case was successful.